Event description:
FDA maude report sent by user facility to ethicon #(B)(4) "left subclavian triple lumen catheter (tlc) placement. Bedside nurse confirms that the skin surrounding biopatch was intact upon line placement, although adjacent to third degree burned tissue. Two days later the biopatch was changed; site observed with intact tissue. Four days later, the dressing was noted to be loose/saturated medially. The biopatch and dressing removed in or (operating room), and found pale tissue hue medially, non-blanching, consistent with full thickness wound in distribution where saturation of the dressing was noted. Action: biopatch removed and not to be replaced. Sutures removed and line repositioned superiorly off the wound and re-sutured. Will be monitored closely for signs/symptoms of line infection. Team is considering need for new line site."

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.